Manufacturer narrative:
Field svc engineer (fse) found nothing that related to the failed monitors reported to product monitoring. Fse then checked the sys for proper operation and returned the unit to full svc.

Event description:
On (B)(6) 2013, customer reports via phone that during an unk procedure the monitors failed. Staff was able to get the sys to work after rebooting a couple of times. No pt info was available except that there was no pt injuries.